Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The implant was extracted a month after it was placed in the tooth # 28 (universal). The implant site has type 3 bone quality. The implant was covered with acestoma (granulated tissues). There was bone loss. The implant site was infected. The patient had pain and swelling around gum. The symptoms have been relieved after the implant's removal and the patient is healing. Besides missing teeth, the patient has no relevant pre-existing condition. There was abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Although the root cause cannot be explicitly determined, probable cause for loss of osseointegration could be due to premature loading, insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin cortical bone with dense trabecular bone of good strength. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." There was no abnormality nor nonconformity with the implant itself; therefore, this event will be tracked and trended.